Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 22-aug-2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) placed on or around (B)(6) 2014. Shortly after undergoing the essure procedure, a hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding and chronic pelvic pain. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physician but was unable to resolve them. In or around (B)(6) 2016, plaintiff underwent an ablation in an effort to stop her continuous heavy bleeding. At that time, her treating physician advised her that one of her essure coils migrated and recommended that she undergo a hysterectomy to remove it. In addition, it was informed that plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) placed and experienced continuous heavy bleeding. Due to that, she underwent an ablation and it was noticed that one of essure coils migrated and physician recommended a hysterectomy to remove it. The events are listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Considering the information available, causality with essure cannot be excluded. Also, there is a risk that the device could move out of the fallopian tubes. This movement could be an expulsion to uterus/out of the body, dislocation into fallopian tube or can occur as a result of a perforation during insertion. The term migrated is often reported when essure is found in the peritoneal cavity. In this particular case, no such information was reported, however, considering the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Other non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 21-sep-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) placed and experienced continuous heavy bleeding. Due to that, she underwent an ablation and it was noticed that one of essure coils migrated and physician recommended a hysterectomy to remove it. The events are listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Considering the information available, causality with essure cannot be excluded. Also, there is a risk that the device could move out of the fallopian tubes. This movement could be an expulsion to uterus/out of the body, dislocation into fallopian tube or can occur as a result of a perforation during insertion. The term migrated is often reported when essure is found in the peritoneal cavity. In this particular case, no such information was reported, however, considering the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Other non serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.